Event description:
It was reported that the customer's insulin pump is alarming, squirting the insulin out during the manual prime and that the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during prime test due to protruded/loose drive support disk. Unit had scratched display window and cracked corners and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.